Event description:
During the procedure the touhy borst y-adapter loosened off the hub of the guiding catheter resulting in the potential of air being introduced into the pt. The physician inserted the guide catheter into the pt. The physician inserted the stent delivery catheter through the guide catheter and was going to place the stent and the touhy borst y-adapter became loose. The physician re-tighten the touhy. The pt had adverse reaction and resulting in the pt's heart rate to fall to 30's. The physician administered medication to treat the issue and the pt responded well. The physician continued the case with successful placement of the stent. The pt is reported to be fine.